Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and exhibited an outer insulation depression. Concomitant product: rvdr01 ipg, implanted: (B)(6) 2012.

Event description:
The lead was explanted and returned to the manufacturer. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.